Event description:
Prepping to implant, physician flushed, then when sending out to deploy the right atrial disc bowed out like an umbrella. Physician removed and implanted lot #8071668. Manufacturer response for amplatzer pfo occluder, (brand not provided) (per site reporter). Reported the incident, pending a response from abbott.